Event description:
The pt used the suspect device to check blood glucose level and obtained a result of 310mg/dl. The pt then dosed 22 units of insulin on a sliding scale. Three hrs later the pt went into diabetic coma. Paramedics were called and they tested the pt's blood glucose on the paramedics meter and the reading was 34mg/dl. The pt was given a glucose IV and transported to the hosp. Upon arrival to the hosp the pt's blood glucose was 59mg/dl via a lab test. The pt was admitted into the hosp and kept for a couple of days.